Manufacturer narrative:
Patient information was unavailable from the site. On (B)(6) 2017 a field representative inspected the system after the surgery but was unable to replicate the issue. Power cord and ups were tested passing all tests. Logs were received and analysed. System logs were also reviewed and it was concluded that there was a graphic card error.

Event description:
A site representative reported that, while in a cranial biopsy procedure, they were able to upload patient scan successfully. Patient planning and registration were complete. Navigation and surgery proceeded as normal. During the surgery, the navigation system rebooted itself unexpectedly. The field representative was present at the site, entered the software and successfully reloaded the patient registration. The surgery was completed with the use of the navigation system. There was no delay to procedure. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.